Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a reported peak blood glucose of 356 mg/dl and no device alerts observed. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education with resumption of insulin therapy after an infusion set change. Investigation included guided troubleshooting that prompted disconnection and discarding of the existing steel 6 mm contact/detach infusion set, installation and tubing fill of a new set, fill cannula, confirmation of insulin delivery, and collection of a blood glucose questionnaire and symptom information. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia, with potential infusion site or set issue addressed by replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.